Event description:
Heartmate 3 left ventricular assist device (lvad) presents with extensive msse driveline infection requiring surgical incision and drainage of the driveline tract with unroofing and repositioning of the driveline, vacuum dressing, IV antibiotics, and higher status upgrade for heart transplant.